Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified proximal left circumflex (lcx) artery. Pre-dilation was performed using a 2.5x15 non-bsc balloon catheter. Subsequently, a 2.75 x 24 synergy¿ drug-eluting stent was advanced but severe resistance was encountered. Upon reaching the lesion, the device was further advanced but failed to cross. The device was removed and it was noted that the proximal stent strut was lifted. The procedure was completed with a 2.75 x 32 synergy stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: synergy ous mr 2.75 x 24 mm stent delivery system (sds) was returned for analysis. The stent was not returned for analysis. The balloon cones were reviewed. The wings of the distal balloon cone were tightly wrapped and evenly folded and were not subjected to positive pressure, wings of the proximal balloon cone were opened slightly. Crimp stent markings were visible on exposed balloon wall indicating correct positioning and crimping of the stent prior to the complaint incident. Medium was visible inside the balloon. A visual and tactile examination found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed damage to the inner extrusion 2 mm distal of bi-component bond, it was accordioned at this site. The shaft polymer extrusion was damaged between 8-13 mm proximal of the bi-component bond. The bi-component bond showed no signs of damage or strain. A visual and tactile examination of the revealed no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the stent was still mounted on the stent delivery system balloon when removed and was dislodged outside of the patient's body.